Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery with heavy tortuosity and moderate calcification. The 2.25 x 12mm nc trek balloon catheter was advanced for post-dilatation, but was unable to cross the previously deployed stent. During the attempt to advance, the proximal shaft separated outside the anatomy. The separated portion was the most proximal portion of the catheter and not fully disconnected; therefore, the entire catheter was removed together. A new 2.0 x 12mm nc trek balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.